Manufacturer narrative:
Follow-up #1: date of submission 05/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2017 with the following findings: during investigation, the black box showed evidence of an unexplained reboot. The pump intermittently powered on with the returned battery cap to a dim and discolored display. The battery cap threads were damaged. A test battery cap was used for all testing. The battery compartment was found to be cracked. The battery compartment threads were damaged. There was no evidence of contamination inside the battery compartment. A base cracked was observed. A 24 hours basal program was run with a test battery cap. There were on reboots, loss of power, or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.